Event description:
It was reported that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. Per medical records, it was reported that on (B)(6) 2008 the patient presented with the pre op diagnoses of l4-l5 herniated disk. Discogenic pain syndrome. The patient underwent the following procedures: two-level 360-degree spinal fusion, l4-l5/l5-s1 by single incision. Decompressive laminectomy, l4-l5. 2. L4-l5 and l5-s1 instrumented posterior lumbar interbody fusion with 4 implants and rhbmp-2/acs. Pedicle screw fixation, l4, l5 and s1. Posterolateral fusion with local bone graft. Bone graft and rhbmp-2/acs. The cell saver system, intraoperative fluoroscopy and neuro monitoring were used during the whole procedure. Per the op notes, at l4-5 level, the construct consisted of 32 x 12 mm system filled with rhbmp-2/acs sponge and autograft was inserted using an inserter. Before inserting the construct, rhbmp-2/acs and autograft was placed anteriorly at the intervertebral disk space. The construct was impacted on the right side as well as the left until 3 or 4 mm below the posterior margin of the annulus under anterior and posterior and lateral fluoroscopy control. Then at l5-s1 level, the construct consisted of 26 x 8 mm implant filled with rhbmp-2/acs sponge and autograft was inserted using an inserter. The construct was impacted on the right side as well as the left side until about 6 mm below the posterior margin of the annulus under fluoroscopy control. Then local bone was obtained from the facetectomy and laminectomy and was placed over the exposed transverse process as well as the bone graft and rhbmp-2/acs. No patient complications were noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.